Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. Could not confirm customer complaint. This unit was tested for an extended period and this issue was never seen. Unit calibrates and reads gases when tested were within specifications. Unit was shipped back to customer.

Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.